Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-41- dead battery note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on by inserting a test strip or by manually pressing the "s" button. The battery was installed properly. Test strip information was unable to be obtained; the customer stated that she had removed the test strips from the original vial and had placed them in a carrying case. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling shaky. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.